Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the ins was taking too long to charge. The caller stated they were told the implant would only take about an hour to charge but on (B)(6) 2018 the patient started around 80%, charged for over 2 hours, and the ins never got to full. The caller also mentioned the implantable neurostimulator recharger (insr) beeped 3 times after it was plugged in for about an hour or more. It was reviewed this was likely the insr charge complete screen/warning. The callers stated the patient had 6 coupling bars when charging. The caller reported she would call back if she had other questions. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's recharger would shut off by itself and have a blank screen during implant charging sessions. The caller confirmed that the ins was completely blank when the ins wasn't fully charged. Patient services reviewed that it was normal function for the insr shut off once the implant had reached charged complete screen, but that wasn't the case). The caller said that the patient got 0 coupling bars last sunday and that it took 5 hours to charge the implant from 30% to 100%. The caller said they usually got at least a few coupling bars. The caller said the rep/doctor told the patient that they would only have to charge the implant once a week for 1.5 hours and that ever since the patient got their device that had never been the case. They had to charge up to 5 hour a week. The patient would be sent a replacement to see if that helped resolve the issue, and to follow up with their hcp if it didn't resolve the issue. There were no further complications reported.